Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.